Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that there was no flow in the gastrointestinal videoscope due to an obstruction in the forceps channel. The blockage prevented passage from the biopsy port and the insertion section mount to the insertion tube, as foreign material was found inside the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a UDI correction. Please see updated field d4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown as no response was received from the customer. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from biopsy channel. The event can be detected and prevented by following the IFU sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.